Event description:
It was reported to boston scientific corporation that a zero tip basket was used during a flexible ureteroscopy procedure last (B)(6), 2013 within the ureter. According to the complainant, during the procedure there was a stone trapped inside the basket when it failed to open to release it. The surgeon broke the handle apart to release the stone out. It was confirmed that there were no parts of the device left inside the patient. The procedure was completed with another zero tip basket. Reportedly, the basket was inspected prior to use and no visible damage noted. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual analysis of the returned zero tip basket was performed. Following a detailed device analysis, it was found that one of the basket legs was detached and the remainder of the basket legs were attached and unbent. The distal end of the outer sheath was bent/kinked in multiple locations from the distal tip. The handle assembly was not attached to the handle cannula via the pinch vise, as the device had been disassembled during the procedure. The pull wire was bent/kinked from the distal tip. The detached basket leg appeared to have made contact with a heat source as the wire was blue in color and slag was present on the detached ends. The most probable root cause for this complaint is ¿undeterminable¿ due to the dimension of the stone captured within the retrieval device was not identified nor confirmed, and as the device was disassembled as received. A review of the device history record (DHR) was performed and no issues were identified which might have caused or contributed to this complaint.

Event description:
It was reported to boston scientific corporation that a zero tip basket was used during a flexible ureteroscopy procedure last (B)(6) 2013 within the ureter. According to the complainant, during the procedure there was a stone trapped inside the basket when it failed to open to release it. The surgeon broke the handle apart to release the stone out. It was confirmed that there were no parts of the device left inside the patient. The procedure was completed with another zero tip basket. Reportedly, the basket was inspected prior to use and no visible damage noted. The patient's condition at the conclusion of the procedure was reported to be fine.